Manufacturer narrative:
Interrogation of the pump determined it was used to infuse morphine(2.233 mg/day,12.0 mg/ml) and marcaine(0.9303 mg/day,5.0 mg/ml). If information is provided in the future, a supplemental report will be issued.

Event description:
The pump and catheter was returned with no new information.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a device manufacturer representative regarding a patient receiving morphine at unknown concentration and dosage via an implantable infusion pump for the treatment of spinal pain. It was reported that personal therapy manager (ptm) showed code of 8476 (motor stall). The patient also had return of pain. It was unknown if any environmental/external/patient factors that may have led or contributed to the issue. A pump replacement was scheduled for (B)(6) 2018. The issue was not resolved at the time of the report and patient status was alive with no injury. No further complication was reported.

Manufacturer narrative:
The pump was returned, and analysis found corrosion and-or wear and-or lubrication and stall due to shaft-bearing. If information is provided in the future, a supplemental report will be issued.